Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal being out of phase. The displacement, rewind, basic occlusion, occlusion, priming and no delivery tests were all unable to be performed due to motor error alarm. The insulin pump had cracked display window corner and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 412 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised an MRI was performed while they were wearing the insulin pump. Customer advised they were able to rewind the insulin pump. Customer advised the motor error alarm occurred at random after the device was unsuspended. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.